Manufacturer narrative:
The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during the case, the physician had a hard time getting the balloon of a 18mm x 4mm x 110cm maxi ld percutaneous transluminal angioplasty (pta) balloon catheter out of the10f avanti sheath after inflation of the balloon. The physician had to pull to get it out. There was no reported patient injury. A picture of the device was provided for review. Additional event details were requested; however, could not be obtained. The device was discarded and not returned for evaluation.

Manufacturer narrative:
As reported, during the case, the physician had a hard time getting the balloon of a 18mm x 4mm x 110cm maxi ld percutaneous transluminal angioplasty (pta) balloon catheter out of the 10f avanti sheath after inflation of the balloon. The physician had to pull to get it out. There was no reported patient injury. A picture of the device was provided for review. Additional event details were requested; however, could not be obtained. The device was not returned for analysis as it was discarded. However, one picture related to the reported failure was received by the customer. As part of the picture, a balloon, guidewire, and guiding catheter were observed coiled in a 10f csi. The pta catheter was observed inserted through the guiding catheter, which is inserted into the csi. Blood residues were noted. No other anomalies of the product were noted in attached image. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿pta/ptca system withdrawal difficulty - through guide/sheath¿ was not confirmed as the device was not returned for analysis. The exact cause cannot be determined. An image was provided with the concomitant devices used during the procedure; however, it is difficult to verify any failures based on the image provided. It is likely procedural factors and handling of the devices together contributed to the reported event by the customer. Interference or friction between devices (including all catheters, wires, sheath introducers, balloon/sds catheters) whether between one or multiple manufacturers product lines is a known common occurrence. Therefore, it is imperative the devices are prepped and used according to the instructions for use. Furthermore, without the return of the devices for analysis it is difficult to draw a clinical conclusion between the devices and the event reported. According to the instructions for use for maxi ld, ¿prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Carefully advance the catheter through a sheath or through the percutaneous entry site. Note: perform all further catheter manipulations under fluoroscopy. Carefully advance the catheter to the selected site. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Deflate the balloon by pulling vacuum on the inflation syringe or inflation device. Maintaining a vacuum on the balloon, withdraw the catheter. Note: gentle counterclockwise rotation of the balloon may ease withdrawal from the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as a unit.¿ without a lot number to conduct a phr review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.